Event description:
It was reported on (B)(6) 2012 that the patient experienced a loss of effect after her physician "turned her settings off." The patient did not understand why her physician kept bringing her in to change her settings when she was fine with her symptoms. Two to three weeks prior, her physician turned her stimulation low enough to where she was "practically off" because, having never seen it before, he wanted to see what her worst case scenario symptoms would be. This resulted in the patient going to the ER. The patient was very sick (nauseated), was not able to control her limbs, and her breathing was terrible. The ambulance personnel on the scene were not able to get a blood pressure reading. Upon arriving at the hospital, the patient was not able to change her settings as the head of the ER was very limited and there was no one equipped enough to help; the patient's physician did not show up to the ER. The acting physician had to stabilize her breathing, start an IV, and administer three doses of relaxer medication to get her body under control and calm her down. The patient was kept until 3:30-4:00 a.m. In a follow-up call the next monday, the patient spoke with her physician's boss, and explained that she was never informed of her physician's decision to turn her "practically off." It was planned that the patient would see her physician the next day. The patient was so miserable and in so much pain and falling. Every two months when he was in town, the patient's physician had been adjusting her down so far that she wasn't getting relief. The patient got a programming adjustment on that tuesday. The patient told the physician that she knew where he had her below 2.0 volts. It was noted that there was "something wrong" with the connection between the patient's implantable neurostimulator (ins) and her patient programmer (pp). When checking the ins's battery, the pp read 100% while the implantable neurostimulator recharger (insr) indicated that the ins's battery was only at 50%; the patient began to notice this during her daily reminder checks at 11 a.m. Additional information received on (B)(6) 2012 reported that the patient still didn't think that her pp reading of her ins's battery life did not match the reading from her insr. It was planned that the patient had an appointment with her physician on (B)(6) 2012 at 9:00 a.m. For botox; she was going to address her concerns with the stimulation and seeing if it could be adjusted. Additional information received on (B)(6) 2012 reported that the patient's deep-brain-stimulation (dbs) physician admitted to changing her pp from advanced mode to simple mode and wasn't going to change it. It was planned that the patient would have an additional appointment on (B)(6) 2012. The patient had a swallowing test on (B)(6) 2012, and "it didn't go well." The patient did a second test with barium. Radiology personnel reviewed with her that it took her too many swallows for a teaspoon of water. It was noted that "it [her esophagus] was narrow at the top and midway down you couldn't see the opening anymore." This location was where the patient felt it start to hurt. The patient was supposed to go see a gastro-intestinal specialist regarding a "balloon" opening up her area twice a year; this was not a permanent fix. The patient had a big bulge from her head lying on its side for so many years; this created a fusion of bone that was still growing inward, causing the airway to close and interfere with the patient's breathing and swallowing. The patient had been losing weight. The patient has not been able to do what she used to do prior because of her deb ilitating condition of dystonia. Additional information received on (B)(6) 2012 reported that the patient's current setting was at 7.x volts. The patient reviewed that in the past her implants had to get replaced every 5-6 months; however, her first two implants lasted a year. When the patient had her attacks, she knew that her ins needed to be replaced. The patient is much more stable and can do daily activities that don't put her out of breath with her ins. The patient was tired and trying to rest - she took two naps last week and was not normally a nap taker. It was planned that the patient would make an appointment with her new physician to discuss interim options. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that it was not clear if the patient ever had true therapeutic benefit. The patient had multiple non-neurological, (B)(4) complaints and met criteria for a "functional / psychogenic disorder." A reprogramming was performed on (B)(6) 2012. No abnormal impedances were found. It was noted that the patient's dysphagia is secondary to a bone spur and was not related to dystonia or dbs. Patient outcome was noted as no injury.

Manufacturer narrative:
Product ID: 748240, lot#: serial#: (B)(4), implanted: (B)(6) 2005, explanted: product type: extension: product ID: 748240, lot#: serial#: (B)(4), implanted: (B)(6) 2005, explanted: product type: extension product ID: 7436, lot#: serial#: (B)(4), implanted: (B)(6) 2005, explanted: product type: programmer, patient product ID: 3387-40, lot#: j0511466v, serial#: implanted: (B)(6) 2005, explanted: product type: lead product ID: 3387-40, lot#: j0454428v, serial#: implanted: (B)(6) 2005, explanted: product type: lead. (B)(4).